Manufacturer narrative:
The clinician was unable to withdraw all of the fluid from the foley catheter's balloon. A small top was applied and the catheter came out intact with the balloon partially inflated. The contact at the facility indicated that no serious injury resulted and no medical treatment was initiated as a result of the incident. The facility would not release the sample for eval. No photos were sent. We have not confirmed that any mfg defect existed. A root cause has not been determined.

Event description:
The balloon did not fully deflate prior to withdrawal of the catheter.